Event description:
It was reported the patient was scheduled for a pocket and lead revision because skin erosion. The caller thought the erosion was due to weight change. It was also noted the patient did not experience any symptoms related to this situation. It was discovered, at the time of the revision, the device was in a power on reset (por) condition, or an over-discharged state. The surgery was postponed due to the battery status. The por was cleared, the battery was charged, and the revision date was re-scheduled. The date of this revision was unknown at the time of this report. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the last the manufacturer representative saw or heard from the patient was the day the por was cleared, and she had not been scheduled for the procedure yet as far as the representative knew.

Event description:
It was noted that there was an overdischarged battery. It was noted that the patient had experienced tenderness.

Manufacturer narrative:
(B)(4).